Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated to 12. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (1,500 mcg/ml at 72 mcg/day) via an implantable pump for an unknown indication for use. It was reported the pump alarmed and the patient experienced symptom return. Pump telemetry was performed and the report showed motor stall. The pump was replaced on (B)(6) 2017. There were no contributing factors to the event. The issue was resolved. The patient status was alive - no injury. No further complications were reported or anticipated. Pump logs were received. The first noted motor stall occurred on (B)(6) 2017 at 09:31, with a recovery on the same date at 23:04. Another stall occurred the next day at 20:49, with a recovery at 23:44. A stall occurred on (B)(6) 2017 at 05:00, with a recovery at 19:33. Another stall occurred the same date at 20:09, with a recovery on (B)(6) 2017 at 00:50. A stall occurred the same day at 08:22, with a tube set occurred message on (B)(6) 2017 at 08:22 and recovery on (B)(6) 2017 at 15:33.